Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, slow performance with the station application was encountered. A customer indicated that the user had experienced a delay in dispensing medication due to the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was extremely slow and unresponsive, taking 6-10 seconds to switch screens and occasionally timing out. A technical support specialist successfully logged into the station and followed ka 000008629 to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.